Event description:
My (B)(6) son has had a tracheostomy since he was 5 months old. He used a bivona tube by smiths medical, and about 4 years ago, changed to the flextend. Some time after (B)(6) 2009, smiths medical changed the design. There were several changes (some of which I may not know), but he does not tolerate the new design. I have contacted smiths on numerous occasions and they say, their changes were based on info from a number of children's hospitals. However, one change, where the metal goes all the way down the trach tube has caused my son irritation around the trach, increased secretions, etc. I tried it on more than one occasion and had to switch back to the old type of tube. Our (B)(6) nurses also noted the problems with the new design before it caused such a problem that we had to hospitalize him. My problem now is that, I am running out of the old type of tubes and I'm caught in the middle with my insurance company and smiths medical. Of course, smiths says to get the old type of tube, it is now a "special order" -therefore more expensive-. Any ideas? If nothing else, I do want to have it documented that my son did not tolerate the new type of tube. Irritation was noted within 12 hours, we removed it both times within 48-72 hours. Dates of use: (B)(6) 2010 and (B)(6) 2010 also. Diagnosis or reason for use: cerebral palsy.